Manufacturer narrative:
The device was not returned to the manufacturer as the product was used to complete the planned procedure and then discarded. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during post-procedure removal of the surgeon's total shield surgical toga, a nurse noticed "strikethrough" of bloody fluid around the stomach area. It was noticed that the surgeon rubbed his bloody hands on his stomach quite a bit to clean off his gloves. In addition, it was noted that there was pressure applied to the toga by the surgeon during the procedure and there was an unusual amount of bleeding during the knee case. The surgeon had difficulty removing the toga and may have touch the inside of the toga while removing the toga and placing it in the trash. The surgeon did not notice the area of bloody on the inside of the toga. No blood noticed on the surgeon's scrubs. The surgeon did not seek medical attention and there was no report of any bbe to skin or mucous membranes. The product was used to complete the planned procedure and then discarded.